Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k050745, k050747, k050780, k050865, k050881, k050946, k050982, k051109, k051138, k051204, k051266, k051272, k051692, k062206. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ smic/ID-101 a patient isolate (strep pneumonia) was misidentified as strep mitis or as an unidentified organism. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of streptococcus pneumoniae as streptococcus mitis when using phoenix panel smic/ID-101 (catalog number 448802) batch number unknown. The customer did not provide phoenix generated lab reports, isolates or panel returns for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ smic/ID-101 a patient isolate (strep pneumonia) was misidentified as strep mitis or as an unidentified organism. No health impact or consequence reported.